Event description:
A scissors blade insert allegedly broke intraoperatively during the beginning of a rhinoplasty procedure. The surgical staff was able to retrieve the 2mm broken fragment from the pt. No other info is available at this time.